Event description:
It was reported that during an exploratory laparotomy at the time of passing the mechanical suture for the first time (first shot) this failure, it is stuck and only works until a lot of force is applied to it. The suture was mounted later and functioned better. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the reload lock out and would not work? Answer: yes, it crashed and didn't work. Did the reload begin to staple and cut, but then jammed? Answer: the recharge was blocked and then with force the device could be put to work. Did the device staple? Answer: the device stapled after being handled with great force. If the device stapled, was the staple line complete? Answer: yes the staple line is completed. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Answer: straight legs. Did the device cut? Answer: if it cut after making the force. If the device cut, was the cut line complete? Answer: the line is completed were the cut line and staple lines equal? Answer: yes they were the same. Could you please clarify if there were any patient consequences? Answer: there were no consequences for the patient. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer: there was no change. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/02/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage, and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.